Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery with vlift(screw and rod used competitor products). L4 and s1 were fixed by the screws. Vlift used to l5. At that time, the surgeon did not anticlockwise rotation to the gold locking screw. On (B)(6) 2015, the surgeon found that inserted vlift unstable(sliding to anterior) by x-ray. Therefore the surgeon is planning revision surgery.

Manufacturer narrative:
Method: device not returned; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. According to the vlift surgical technique after the maximum implant height is achieved during surgery, the gold screw should be locked to prevent the implant from changing height. It was reported that the gold locking screw was not locked. Conclusion: the plausible root cause of the reported event is inadequate initial fixation.

Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery with vlift(screw and rod used competitor products). L4 and s1 were fixed by the screws. Vlift used to l5. At that time, the surgeon did not anticlockwise rotation to the gold locking screw. On (b)(6 2015, the surgeon found that inserted vlift unstable(sliding to anterior) by x-ray. Therefore the surgeon is planning revision surgery.